Event description:
The pt reportedly experienced head trauma, resulting in swelling at the incision site. The site was aspirated for fluid, but the fluid was negative bacteria. The pt's device was explanted. The pt will be reimplanted at a later date.